Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of corrosion on the device instrument channel port could not be determined, however, the issue was likely the result of component failure due to repetitive use stress/degradation, insufficient device cleaning/reprocessing and or external factors. Additionally, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician found the forceps port/instrument channel port was corroded and was replaced. Additionally, delaminated/detached bending section sheath adhesive was found and repaired. There was no patient involvement, and no harm was reported as a result of the event.